Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that their oral-b brush head kept coming off while brushing with their oral-b 7000 toothbrush. No injury was reported.